Event description:
A onetouch delica lancing device was provided to a pt for obtaining blood samples. During the pt demonstration, it was discovered that, after cocking the control back and pressing the release button, the lancet did not propel forward properly. This prevented the pt from obtaining a blood sample. The ejection control also did not properly remove the lancet from the device.